Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include but are not limited to improper endoprosthesis component placement and occlusion of device or native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. An angiography showed a type ii endoleak and unintentional coverage of the left internal iliac artery. To resolve the unintentional coverage, the physician attempted to push the contralateral leg component with a 16 fr sheath. However, it did not work well. Also, an external iliac dissection was found. Reportedly, it occurred when the physician was trying to push the device with the sheath. Therefore, the physician gave up fixing the unintentional coverage and an additional iliac extender component was placed to treat the dissection. The patient tolerated the procedure. No treatment was given for the type ii endoleak. The reporting physician commented as follows: it was thought that the internal iliac artery was unintentionally covered as the angle of the c-arm did not allow to well identify the iliac bifurcation point.